Event description:
It was reported by the patient that the remote monitor would not power up. Multiple outlets were tried and proper connections were ensured. A new power cord was ordered for the patient to try. Prior successful transmissions had been received from this monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.